Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The superior shaft is severely bent at the dynamic jaw. The nature of the tip damage is consistent with application of excessive rotational force. The above observations are consistent with misuse, resulting in the foregoing event.

Event description:
It was reported that while doing a microdiskectomy, it was noticed that the instrument was missing the pins and would not close properly. No patient complications were reported.